Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the organizer of a cassette was broken. This was noted before patient use. There was no patient involvement. No additional information is available.